Event description:
It was reported that in (B)(6) 2010, "the patient took notice of the defibrillation shock." A lead fracture was noted. A new lead was placed on (B)(6)2010, however the physician decided to continue using the svc and rv coil of the first lead. On (B)(6)2010, the lead impedance was more than 150 ohms. The physician planned to replace the lead the week of (B)(6)2010. "On (B)(6) 2010, the patient was dead at home" as reported to the physician by the police. There is no allegation that the death was device related. The cause of death has been requested and not received.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that in (B)(6) 2010, "the patient took notice of the defibrillation shock." A lead fracture was noted. A new lead was placed on (B)(6)2010, however the physician decided to continue using the svc and rv coil of the first lead. On (B)(6)2010, the lead impedance was more than 150 ohms. The physician planned to replace the lead the week of (B)(6)2010. "On (B)(6) 2010, the patient was dead at home" as reported to the physician by the police. There is no allegation that the death was device related. The cause of death has been requested and not received. Follow up revealed the date of death to be (B)(6)2010. No autopsy was performed. "The lead and ICD were cremated with the patient so will not be returned." There had been no vf episodes in the past year. The patient had been seen by the physician last on (B)(6)2010 with a device check reported to have been done then.